Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 44mg/dl and the pump went into threshold suspend. Customer treated with food and coffee. Troubleshooting found that the. Troubleshooting found that the pump was operating as designed. Customer declined further low blood glucose troubleshooting and was advised to monitor the pump and their low blood glucose. No further details given.